Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the trs100sb2 anchor tissue retrieval system, device was being used on (B)(6) 2026 during a lap chole procedure when it was reported was reported ¿during the retrieval of gall bladder from the patient, the bottom side of the bag broke. Gall bladder slipped out from the bag and ruptured. Surgeon has to ¿manually¿ retrieval the gall stone from patient body¿. Further assessment questioning found that the gallbladder did rupture causing contamination, however, no medical/surgical intervention was required for the patient. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported injury due patient gallbladder rupturing causing contamination.